Event description:
It was reported that the patient underwent a revision procedure 2 months post implantation due to a dislocation at the site. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Device initially reported under incorrect MFR #0001822565-2024-03405. Visual examination of the provided pictures identified the explanted liner covered in biodebris. No further analysis could be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with super dislocation of the left femoral head and possible metallosis. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.